Manufacturer narrative:
An event regarding infection involving an unknown knee implant was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a partial knee replacement and recurrent infection following the procedure since I was able to review an operation report where the implant was removed and an antibiotic impregnated spacer was placed. I can also confirm that the patient had a reimplantation procedure after eradication of the infection since I was able to review that operation report as well. Root cause analysis: the root cause of these events cannot be determined with certainty. The causes of infection, three weeks following a partial knee replacement, are multifactorial including surgical technique, the operating room environment, possible contamination of either the wound or an instrument can be considered. If the patient had a delay in wound healing with drainage, this could also contribute to infection. In my opinion it would be unlikely for infection to have come from a remote site. Other factors include the patient's medical condition and immune system. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a partial knee replacement and recurrent infection following the procedure since I was able to review an operation report where the implant was removed and an antibiotic impregnated spacer was placed. I can also confirm that the patient had a reimplantation procedure after eradication of the infection since I was able to review that operation report as well. Root cause analysis: the root cause of these events cannot be determined with certainty. The causes of infection, three weeks following a partial knee replacement, are multifactorial including surgical technique, the operating room environment, possible contamination of either the wound or an instrument can be considered. If the patient had a delay in wound healing with drainage, this could also contribute to infection. In my opinion it would be unlikely for infection to have come from a remote site. Other factors include the patient's medical condition and immune system. I would not assign any causality to the implant itself." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. Further information such as device information, pathology reports, x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Subject is enrolled in triathlon cones revision study and had at time of study surgery ((B)(6) 2021) an antibiotic spacer was removed and stryker components implanted. Stryker components from the primary left pka on (B)(6) 2021 were explanted on (B)(6) 2021 and an antibiotic spacer was implanted due to deep infection. The primary tka operative report and component #s are not available to the site due to surgery being performed at another facility.

Event description:
Subject is enrolled in triathlon cones revision study and had at time of study surgery (B)(6) 2021) an antibiotic spacer was removed and stryker components implanted. Stryker components from the primary left pka on (B)(6) 2021 were explanted on (B)(6) 2021 and an antibiotic spacer was implanted due to deep infection. The primary tka operative report and component #s are not available to the site due to surgery being performed at another facility.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.